Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-connector). Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5,the additional findings were as follows: light cover glasses adhesive optical cover glass adhesive and distal end cap were worn ,distal end adhesive had a lifting, insertion tube, bending section cover had adhesive lifting, switch condition was leaking, scope connector had water leakage and had water ingress, image condition had mark(s) on image, down angle was inoperative, upward/downward had angle play was inoperative.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited contamination in the air/water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.